Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a login slow issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device login was slow. A technical support specialist connected to the station, set the network interface card (nic) to auto from 10/100 speed, and confirmed that the issue was caused by a network domain name system (dns) change. The technical support specialist also verified that the local information technology (it) team corrected the dns issue on the segment to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.